Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow and pressure tests during pre-use check and showed a communication error code. The field service engineer confirmed the problem during troubleshooting on-site. After the panel user interface was replaced and software upgraded, the communication error disappeared. After further investigation, the o2 gas module was found faulty and was replaced. The ventilator was returned to customer for clinical use after passed calibrations and functional tests. The replaced o2 gas module and panel user interface were not returned for investigation despite requests. The evaluation of received device logs confirms the reported technical error code on (B)(6) 2020 which will be used as the date of event. Failed flow transducer tests during troubleshooting can also be confirmed. The reported technical error code indicates a problem with the o2 gas module. Problems with the o2 gas module may lead to high pressure or low o2 concentration. The problem will be detected during pre-use check and alarms will be generated during ventilation. The conclusion is that the reported issue most likely was caused by a faulty o2 gas module, which was replaced. As no part was returned for investigation, the root cause could not be determined.

Event description:
It was reported that the ventilator failed flow and pressure tests during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).